Event description:
Information received indicates the CPR function is not working.

Manufacturer narrative:
The technician found the CPR release cable was too tight. The technician adjusted the cable to repair the bed.